Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) balloon stop inflating.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had balloon failure to inflate issue. There was patient involvement, however no adverse event reported.

Manufacturer narrative:
Updated fields - b4, b5, d9, e3, e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigations, investigation findings, component codes, investigation conclusion, health effect - impact code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate the issue reported by the customer. Fse observed helium pressure meter was "0". Observed there were some error messages, such as autofill failure, iab disconnected, iab catheter restriction, etc., in the logs, which may caused by kinked there were repeating msg 16 the software processed an invalid trigger request. Verified proper operation of the pressure channel. This may also be caused by a kinked iab, bad pressure transducer, or pumping with the trainer on no augmentation. Fill fail - dead volume calc catheter extender not attached or kinked, iab port is blocked, k8 not functioning when using cardiosave trainer. The unit was tested as normal after replacing new helium tank.